Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting loss of capture due to elevated thresholds. This was reported to have been resolved by increasing the right ventricular transvenous defibrillation lead outputs. No adverse patient symptoms were reported.